Manufacturer narrative:
Report source: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that since the ins was replaced the patient has experienced loss of efficacy of the therapy. The patient thought the ins turned off by itself. It was noted that the patient didn¿t fall, didn¿t pass any special metal detectors, etc. The manufacturer representative checked the impedances and battery life, and everything was okay. The patient also felt the stimulation while programming/reprogramming of their ins. The manufacturer representative turned the ins back on, took the patient programmer and saw the patient again two weeks. At that time the manufacturer representative synchronized again both the patient programmer and ins, and the ins was off again. Without any power on reset (por) code or anything other particular. Impedances were still fine, and battery life as well. The ins was turned back on without a problem. The manufacturer representative saw the patient two weeks later with same problem, ins was off again. The patient did not have their patient programmer with, so it was impossible to have put it off by acci dent. Again no other por code or anything. A revision of the system was done on (B)(6) 2019. The lead was correctly attached to the ins. The ins was disconnected and tested directly on the electrode, and the electrode worked fine and gave correct motor responses. The ins was reattached and stimulated with the clinician programmer (with ins in the pocket) and saw the same motor responses. Because it was unknown why the ins turned itself off all the time, the ins was replaced and attached to the lead in place. It¿s function and impedance both checked fine, and the patient was closed. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis (B)(4):analysis information -- 2019-09-23 15:14:30 cst pli# 10 product ID# 3058 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The returned device passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.